Event description:
The customer reported a diluent leak from pinch valve (lv46), fitting 108 where the I-beam tubing connects to y fitting involving a coulter lh 750 hematology analyzer. The customer indicated that 2 ml of diluent leaked but was contained within the instrument. The customer was wearing personal protective equipment consisting of goggles and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and replaced tubing at pinch valve vl46a. The leak was resolved and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).